Manufacturer narrative:
Device code a0406 captures the reportable investigation finding of side car-rx pushback. The returned trapezoid rx basket was analyzed, and a visual evaluation observed that the basket wires were folded. Dimensional inspection found that the sidecar rx was pushed back approximately 4.5 mm, which is out of specification. The reported event was confirmed. Based on all available information, it is possible that due to the basket wires were folded, which affects the opening of the basket altering the expected shape; perhaps the manipulation or technique applied during the procedure, could have contributed to the event; even causing push back of the side car. Therefore, the most probable root cause is adverse event related to procedure. A device history record (DHR) review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event. A labeling review was performed and from the information available the device was used per the instructions for the use (IFU)/product label. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During procedure, the basket wire of trapezoid rx was kinked, and the device could not be deployed. There were no patient complications as a result of this event. The investigation results revealed that the side car-rx was pushed back; therefore, this is now an MDR reportable event.